Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the power supply was defective. The root cause is determined to be a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. Complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit will not turn on. A clicking noise can be heard when plugged in. No patient was involved.